Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the vessel sealer extend (vse) instrument would not open all the way upon initial use. The thumb button on the top was also loose. The procedure was completed with no reported injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting a grip failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found the instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. There was little or no movement output to what the hand motion was being experienced at the master tool manipulator (mtm). The grip remained stuck and would not fully open or close. Manual input of the thumb lever also did not move the grip to be opened or closed. Additional note: the housing was removed, and the grip ring was found to be not secured in the backend. The vessel sealer extend (vse) was transferred and evaluated by the failure analysis engineering (fae). The initial fa was confirmed. The grips would not open at all when manually actuated and opened very little when put on the system. The grip ring was found to be dislodged. An inspection of the grip ring set screw showed that it was loose, which led to the grip ring being dislodged. The grip ring was readjusted, the set screw re-tightened and the grips opened without any issues. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue.